Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the icons indicated disconnected mode and critical override. Due to a potential interface issue, patient orders may not have been up to date. A technical support specialist confirmed that the issue had resolved on its own. The tss accessed the application server remotely and ran a server downtime query, which revealed no signs of communication errors. The customer confirmed via phone that the issue was resolved following case placement. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the icons were shown as disconnected mode and critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.